Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240( air in set) and se 2367 on home choice (hc) device during use during dwell 6 of 7. The baxter technical representative (tsr) explained the alarm and had the hp close clamps, cycle power to clear. The tsr reviewed the alarm log and found se 2240 . The tsr advised the hp to discard supplies and finish therapy with manual supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Since the lot number is unknown, no batch review will be performed. The sample is not available.the reported issue was not confirmed. The cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. Baxter will continue to monitor similar reports to determine if further actions are required.